Event description:
The customer reported non-reproducible false positive total beta human chorionic gonadotrophin (tbhcg) result, for one patient, involving the access® total bhcg reagent used in conjunction with the unicel® dxi 800 access® immunoassay system. The customer stated the result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patient's sample on the original and alternate instrument and obtained varied results. The patient's samples were collected in 13x100 mm becton dickinson (bd) tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The samples were stored at room temperature prior to analysis. No sample integrity issues were noted. Quality control (qc) is performed every eight hours. Quality control had been within specifications prior to and after the event - no issues were noted. The customer retested past patient samples, and all results were within specifications. The customer performed system check and 15-point precision tests - all results were within specifications. The customer noted no issues with instrument performance. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access® total bhcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.